Event description:
It was reported to boston scientific corporation that genesys hydrothermablation (hta) procerva procedure set was used in an hta procedure on (B)(6) 2012. The patient weight is unavailable. According to the complainant, during the ablation phase of the hta procedure, the genesys system registered two fluid loss alarms. The physician noted that the sheath had been moved prior to the fluid loss and fluid was observed leaking from the cervix. Upon completion the physician confirmed a "superficial" burn on the posterior cervix and upper vagina, approximately the size of a "silver dollar." The patient was treated with silvadene cream and discharged. Approximately 36 hours post procedure, the patient was admitted to the hospital due to a temperature and signs of infection. The physician reported that the patient had a mild case of endometritis which was treated with antibiotics. The patient was released and is now doing fine. Patient follow up appointment on (B)(6) 2012 confirmed the patient was fine with regard to the burn. Additional follow up from the clinician confirmed the patient is currently doing fine and has no fever or pain.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.